Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion area was located in a mildly tortuous and severely calcified right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm upon first inflation. The device was pulled out from the patient's body with no problem. The procedure was completed with another of the same device. No patient complications were reported.